Manufacturer narrative:
Three (3) actual sampled were received at the plant for evaluation. The returned units were labeled for single use. A visual inspection was performed and noted the luer connector was not returned and the luer lock was attached to the fillport on all three samples. Further inspection noted a crack line on the luer lock of two samples and a piece of luer lock had broken off from one sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that the luer lock of five (5) large volume infusors cracked during infusion. There was no leakage. The events each involved a patient with no patient consequences. No additional information is available.